Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device had 8300 error 571.6241 was not identified during the customer call. However, to address the issue, tech support advised to reconnect/reseat oridion module harnesses, if reconnect/reseat harnesses does not resolve the issue then fernando will replace oridion module kit.

Event description:
It was reported that the device had error 571.6241. There was no patient involvement.